Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs system implantable pulse generator was not holding a charge, and the patient had been unable to use the stimulation therapy for the last year. The abbott representative was unable to connect to the device. Consequently, surgical intervention was taken and the patient's scs generator was replaced with a new one. Stimulation therapy was restored postoperatively.